Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an infection at the ins site. It was stated that the ins was removed due to the infection and it was hard for the patient to go through because they had a lot of problems with the device. There were no further symptoms or complications reported or anticipated.